Event description:
A u.s. Distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During the investigation the bluetooth chip u407 was found to be damaged, causing the downloading issues. The monitor was unable to pass detect and treat testing. The root cause for the damaged u407 component could not be positively identified. No adverse event resulted from the damaged monitor.